Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb foreign matter. It was reported by the customer that opened the packaging for a needle prior to attempting to use it. There was black spots/ink on the base. Verbatim: rcc received a complaint via email. Email(s) attached. Product concern ticket number: (B)(4). Date of incident: (B)(6) 2024. Hospital: other. Department: public health. Product: bd eclipse needle 25gx1tw. Vmid: (B)(4). Lot number: 3047455. Product expiry date: 31-jan-2028. Number of defective product(s): 1. Is sample available: no. Concern description: opened the packaging for a needle prior to attempting to use it. There was black spots/ink on the base.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on foreign matter at the qa outgoing inspection and visual inspection on foreign matter at the assembly in-process inspection. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Material#: 305761. Batch#: 3047455. It was reported by the customer that opened the packaging for a needle prior to attempting to use it. There was black spots/ink on the base. Verbatim: rcc received a complaint via email. Email(s) attached. Product concern ticket number: (B)(4). Date of incident: (B)(6) 2024. Hospital: other. Department: public health. Product: bd eclipse needle 25gx1tw. Vmid: (B)(4). Lot number: 3047455. Product expiry date: 31-jan-2028. Number of defective product(s): 1. Is sample available: no. Concern description: opened the packaging for a needle prior to attempting to use it. There was black spots/ink on the base. Additional info: no adverse event or serious injury were reported on this product concern. Please see below concern description: ¿¿ opened the packaging for a needle prior to attempting to use it. There was black spots/ink on the base.¿¿ if you require any further information, please let us know.